Event description:
It was reported "physician placing swan ganz catheter through cath guard sleeve and psi catheter said he thinks he sheared off the balloon of the swan ganz catheter while retracting the swan ganz back into the sheath and through the cath guard sleeve." There was no patient injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one cath-gard, 7.5 fr edwards swan-ganz catheter, and syringe for analysis. Visual inspection of the cath-gard did not reveal any defects or anomalies. Visual inspection of the swan-ganz revealed that the distal tip appeared slightly deformed. The inner diameter of the proximal housing measured 0.1299", which is within specifications of 0.120" - 0.130" per the housing graphic. The inner diameter of the distal housing measured 0.1205", which is within specifications of 0.120" - 0.130" per the housing graphic. The cath-gard was functionally tested with the returned 7.5fr swan-ganz catheter per the instructions for use (IFU). The IFU provided with this kit states, "insert tip of desired catheter through proximal end of catheter contamination shield. Advance catheter through tubing and hub at other end. Slide entire catheter contamination shield to proximal end of catheter." The swan-ganz catheter was able to advance through the cath-gard with no issues. When the housings of the cath-gard were turned to the locking position, the swan-ganz was unable to slide within the cath-gard. Per the lidstock, the kit is compatible with 7.5 - 8fr. Catheters. The IFU provided with this kit warns the user, "do not inflate balloon prior to insertion through catheter contamination shield to minimize the risk of balloon damage." The complaint of the cath-gard damaging the swan-ganz catheter was confirmed by the investigation of the returned components. The returned edwards swan-ganz catheter exhibited damage to the distal tip; however, the returned teleflex cath-gard was found to be within specification and showed no signs of damage. The cath-guard passed all relevant dimensional and functional testing. Additionally, testing using the returned inventory swan-ganz catheter confirmed that it could advance through the cath-gard without resistance or issue. A device history record review was performed on the teleflex manufactured component, and no relevant findings were identified. Based on the condition of the returned samples and the absence of any anomalies with the cath-gard, the root cause of the swan-ganz catheter damage cannot be determined at this time. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported "physician placing swan ganz catheter through cath guard sleeve and psi catheter said he thinks he sheared off the balloon of the swan ganz catheter while retracting the swan ganz back into the sheath and through the cath guard sleeve." There was no patient injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).